Event description:
Plaintiff alleges development of latex allergy from her exposure to latex exam gloves. Pt alleges that as a result of this sensitization to latex, pt is subject to one or more anaphylactic reactions to latex product. In addition, alleges pt has suffered substantial injury, pain and suffering as well as economic loss. Plaintiff's husband alleges loss of consortium of his wife.